Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
The device records 64 log entries between june 2007 and september 2013. The device records ten manual power ups between october 2007 and april 2011, the longest of which lasts 1 minute 38 seconds. The device failed multiple self-tests due to a low battery between (B)(4) 2012 and the (B)(4) 2013. Investigation found the reported fault can be attributed to component failure. Upon internal inspection of the device a component of the switch off circuitry was found to be displaced on the printed circuit board which explains why the device was unable to switch off. The self-test fails can be attributed to a depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.